Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the tubing was detached from the locksite connector. Tubing was viewed under magnification, and it was noted that no sign of solvent was present at the end of the tubing. The sample is not within specification and the reported defect is confirmed. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process; an incorrect solvent application during the assembly process is the potential root cause of this defect. Corrective actions include operators will be retrained on the solvent application method visual standard to prevent the detachment issues. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description saline line (attached to 1l bag) came apart. Detailed inquiry description saline line (attached to 1l bag) came apart.